Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 144 mg/dl (fasting), 108 mg/dl. Tests were done within 10 minutes. No further info has been reported.